Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported implant rupture. Device has been explanted and replaced with non-allergan device. This relates to the right side.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Physician reported, implant rupture. Device has been explanted and replaced with non-allergan device. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device assessed as surgical impact opening (shell thickness within specification). Additional observations: ¿ stress marks are observed assessed as non-penetrating nick. ¿ nicks are observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reported implant rupture. Device has been explanted and replaced with non-allergan device. This relates to the right side